Event description:
It was reported that after the customer was in the pool, the touchscreen appeared to have a delay in response time. Reportedly, after a temporary delay the touchscreen began functioning as intended. Customer's blood glucose levels were not impacted.